Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for an elective replacement of pulse generator. The device was found in backup vvi mode upon interrogation after the device was explanted. No patient symptoms were reported.

Manufacturer narrative:
Analysis was normal. No anomalies were found.